Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the power line fuses were open, directly causing the reported issue. The mobile view station (mvs) fuses were replaced x2 (f11 / f12) from trunk stock, and the issue was resolved. The fuses were discarded on-site, so no part return is expected. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that when attempting to boot up the imaging system, the mobile view station (mvs) would not boot up. It was reported that the imaging system was plugged into a functioning outlet, but the power line light on the front of the system was not illuminated. There was no patient present when this issue was identified.